Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 898935) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure.). Essure was removed in (B)(6). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Reporter's information and lot number was updated. Event added: she did not undergo an essure confirmation test. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included adhd, umbilical hernia and breast enlargement. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) and ethinylestradiol;etynodiol diacetate (zovia). On (B)(6) 2013, the patient had essure inserted. In march 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea"). In april 2013, the patient experienced female sexual dysfunction ("apareunia"), nausea ("nausea") and fatigue ("fatigue"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In september 2013, the patient experienced migraine ("migraines"), headache ("headaches") and back pain ("back pain"). In 2015, the patient experienced depression ("psychological orpsychiatric problems condition: depression"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), abdominal pain lower ("bilateral lower quadrant pain") and lymphadenitis ("allergic reaction:lymph nodes swelling"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, fatigue and lymphadenitis had resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, allergy to metals, dysmenorrhoea, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, lymphadenitis, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the device was deployed, revealing 3 trailing coils. Attention was turned to the contralateral side where the essure device was deployed in an identical fashion, revealing 1 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: result: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event added: back pain. Event onset date were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 898935) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure.). Essure was removed in 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included adhd, umbilical hernia and breast enlargement. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) and ethinylestradiol;etynodiol diacetate (zovia). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"). In 2015, the patient experienced depression ("psychological orpsychiatric problems condition: depression"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), abdominal pain lower ("bilateral lower quadrant pain") and lymphadenitis ("allergic reaction:lymph nodes swelling"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, fatigue and lymphadenitis had resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, allergy to metals, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, lymphadenitis, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the device was deployed, revealing 3 trailing coils. Attention was turned to the contralateral side where the essure device was deployed in an identical fashion, revealing 1 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: result: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2019: pfs received, plaintiffs address updated, aka added, patient demographic updated, essure removal date updated, event added- abnormal bleeding (vaginal, menorrhagia), apareunia, depression, migraines, headaches, nausea, nickel allergy, dysmenorrhea, fatigue, abdominal pain lower and allergic reaction: lymph node swelling. Events onset date added, outcome of the event pelvic pain updated. Concomitant drug and medical history added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.